Event description:
During use of the subject device for an open procedure of stomach cancer, the ptfe pad of the device was partially separated in a short time. The procedure was completed with a similar device. There was no pt injury reported.

Manufacturer narrative:
During use of the subject device for a total gastrectomy, the ptfe pad of the device was partially separated after about 15 minutes of use. The procedure was completed with another device. There was no pt injury reported. The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad partially separated. There were contact marks on the surface of the probe and jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.